Manufacturer narrative:
Concomitant medical product: d274drg ICD, implanted: (B)(6) 2009. 457445 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead had a previous fracture of the pace/sense coil. It was also reported that the superior vena cava (svc) coil had high impedance for the past several years. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.